Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600256 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples were stuck in the stapler during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with staples slightly misaligned. The trigger was partially engaged with a partially formed staple in the bottom and cover block. The stapler was received with 28 staples left in the cartridge indicating that at least 7 staples were fired by the end user. Reference (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form but did not release. This was repeated two more times with the same result. At this point staples had realigned themselves and were firing, but were not being released. Further investigation of the stapler subcomponents under magnification revealed damaged (heavy abrasions) to the plastic at the distal tip involving the plastic bottom and the plastic cover block. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint was confirmed. However, all staplers are 100% inspected for visual damage at the time of manufacturing so it is unlikely that this defect was present at that time. A corrective action is not required at this time as the damage observed on the stapler indicates that operational context caused or contributed to this event. The reported complaint of "staples stuck in the unit" was confirmed based upon the sample received. The returned stapler was confirmed defective as a result of a damaged plastic components critical to the forming and release of the staple/s. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. Based upon the damage observed on the returned sample, operational context caused or contributed to this event.

Event description:
The staples were stuck in the stapler during use. The patient's condition was reported as fine.